Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation so the customer¿s allegation was not confirmed. The olympus representative that spoke to the customer found that the customer may have had a compatibility issue with the cables to the olympus cv-190. The customer would check at a later date and stated that they would check back if needed and subsequently did not. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.